Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented with elevated liver function tests (lfts), elevated lactic acid dehydrogenase (ldh) levels (increasing from the 400's to 700's), and reported hearing the ventricular assist device (vad), which had not been audible previously. The vad also exhibited a slight power increase from the baseline. A suspected thrombus was identified inside the pump, and the patient was on therapeutic bivalirudin anticoagulation with partial thromboplastin time (ptt) at goal but showed no improvement with this therapy. Diagnostic tests included log file review and laboratory tests. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. A review of the device history record confirmed that the associated vad met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Of note, thrombus was suspected and the patient was treated with therapeutic bivalirudin anticoagulation with partial thromboplastin time (ptt). The vad was exchanged due to the patient showing no improvement following therapy. Failure analysis of the returned vad revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from manufacturing specifications. However, the observed front and rear housing disc curvature values do not compromise the performance of the pump and are not considered a failure of the device. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Log file analysis revealed brief increases in power consumption and estimated flows within the analyzed period, leading to parameters above normal operating range on (B)(6) 2026. As a result, the reported high-power event was confirmed. However, the reported thrombus and pump noise events could not be confirmed due to insufficient evidence. Based on the risk documentation, the reported pump noise event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.